Manufacturer narrative:
System analysis / service repairs performed by mobile service provider on july 14, 2017: the reported error 651 was not reproduced; error 652, 302.11 and 330 were observed. It was determined to be a faulty chiller. The chiller was replaced. The system was tested and released for customer use. The suspected faulty chiller has not returned for evaluation.

Event description:
It was reported that, in the middle of a procedure, error 651 was observed and it was noted that procedure could not be continued. Patient outcome: no injury to patient reported. No additional information provided.

Manufacturer narrative:
Product evaluation: the replaced chiller s/n (B)(4) was evaluated on may 22, 2018 and noted the packaging in which the chiller was returned was undamaged. Visual inspection performed after final disposition of the unit noted no damage to the chiller. The supplier analysis report indicated broken connector on surge/start pc board, that could have caused the pump to stop operating. The di and water filters were replaced. Chiller unit was cleaned. The chiller was tested and was ok. The functional report noted that unit passed the test parameters such as room air temperature, water temp, supply pressure, flow rate, final water conductivity. The chiller passed the functional test. Probable root cause: based on fa report, the probable root cause was determined to be broken connector on surge/start pc board.

Manufacturer narrative:
Device available for evaluation updated device evaluated by manufacturer updated service was performed on july 14, 2017. The replaced chiller s/n (B)(4) was received at the manufacturer on july 25, 2017.

Manufacturer narrative:
The service was performed in the field on july 14, 2017. The replaced chiller was received at the manufacturer on july 25, 2017. The chiller s/n (B)(4) was sent to the supplier.